Event description:
It was reported that a vns patient was referred for battery replacement as the generator was "out of position" and painful. The patient underwent the replacement surgery and the product was sent back to the manufacturer for analysis, which has not been completed to date. Good faith attempts for further information have been unsuccessful to date.